Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip getting caught in the chords causing damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) (lot 11025r308) was advanced to the p1 flail location; however visualization of the clip was a little difficult due to the size of the left atrium (la). The leaflets were grasped successfully however during leaflet insertion check it was noted the posterior leaflet came out. Several more grasping attempts were made; however were unsuccessful therefore the cds was removed. A second cds (lot 11104r321) was advanced and several grasps were attempted but the cds became caught in the chords several times. The clip was able to be easily freed each time. When the cds was retracted to the la it was noted some chords had ruptured and the mr was significantly worse than pre-procedure. The clip was able to be implanted on the lateral side of a2p2 and the mr reduced. A third cds was opened however the physician did not want to attempt use of the device due to the possibility of either the clip getting stuck or dislodging the implanted clip. The procedure was completed with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. Based on available information, reported inability to capture the leaflets and difficult to remove from anatomy appear to be due to reported poor imaging. The reported poor imaging was due to challenging patient anatomy. The reported tissue damage was a result of procedural circumstances. However, the reported patient effect of tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.